Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and customer had reset circuit breaker. System operates as intended. This MDR is related to ge healthcare complaint.